Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated.

Event description:
It was reported in (B)(6) 2024 a 27mm navitor transcatheter aortic valve was implanted. In the beginning of may 2024, the patient presented with shortness of breath and was diagnosed with hypoattenuating leaflet thickening (halt). On (B)(6) 2024 the patient presented with transvalvular aortic regurgitation and a leaflet thrombosis was discovered on computed tomography (CT). Warfarin was initiated as treatment. The patient status was stable.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus, and patient-device incompatibility was reported. A returned device assessment could not be performed as the device reamins implanmted and was not returned for analysis. Information from field indicated that warfarin was administerd as treatment for thrombus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received appeared unclear to understand if some thrombus is on the leaflets. Based on received information the cause of reported patient device interaction problem could not be determined. The cause for the reported patient device interaction problem associated with hypoattenuating leaflet thickening could not be determined. It is possible due to procedural conditions such as valve under-expansion; however, this cannot be confirmed. The reported hospitalization, and unexpected medical intervention were result of case-specific circumstances as the patient returned to the hospital, medications were provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported in (B)(6) 2024 a 27mm navitor transcatheter aortic valve was implanted. In the beginning of (B)(6) 2024, the patient presented with shortness of breath and was diagnosed with hypoattenuating leaflet thickening (halt). On (B)(6) 2024 the patient presented with transvalvular aortic regurgitation and a leaflet thrombosis was discovered on computed tomography (CT). Warfarin was initiated as treatment. The patient status was stable.